Event description:
The patient originally had hysterectomy surgery. Patient returned to hospital 5 days later with severe abdominal pain, nausea and vomiting. The diagnostic laparoscopy just prior to surgery indicated that a suture which had been used to close the peritoneum as part of the sacrocolpopexy had become loose and tangled around the bowel leading to mechanical obstruction. The patient returned to surgery to free up the bowel.